Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were segments missing from the display. The reporter stated that the screen could still be safely read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on to a blank display; investigation was unable to be completed for the original complaint. The pump was opened, and the display screen was found cracked. The cracked screen was replaced with a test screen and the screen worked normally. Additionally, the vibration motor was found to be unresponsive. Investigation found that the vibration motor pins were not making an electrical connection with the pcb.